Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/29/2017. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic solution on the cartridge, indicating that the unit was handled and prepare for surgical use. Slightly dent/distortions and a crack were observed at the cartridge tip. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the bevel of the cartridge busted. Reportedly, a second lens was needed. No patient harm was reported. Additional information was received and it was learnt that there was no patient contact with either the cartridge or the lens. The procedure was successfully completed with a back up lens. No further information was provided.